Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: ((B)(6) hospital). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 line / arm broke off. Co2 set at start of case. The only troubleshooting step taken was using a new device. The device was inspected prior to use. There was a few minute delay while a new device was opened. There was no patient harm.